Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared on this pacemaker system due to high out of range pacing impedance measurements on the right atrial (ra) lead, measuring greater than 2000 ohms. When the pacemaker was programmed unipolar pace and bipolar sense the impedance was 530 ohms. There was noise which was oversensed on the ra lead with arm movements. The pacemaker was reprogrammed to vvi. A chest x-ray occurred, however, no issues were noted. This pacemaker system remains in service. No adverse patient effects were reported.